Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 99% stenosed lesion was located in the moderately tortuous and calcified distal right coronary artery to atrioventricular branch or posterior descending artery. The physician felt something was wrong with the 2.0x12mm apex monorail balloon catheter during inflation to 6 atmospheres. The balloon was removed outside the body and a pinhole rupture was found. The procedure was completed with a different device. The patient status is good with no patient complications.

Manufacturer narrative:
As the unit has not been returned, the complaint investigation site could not perform a technical analysis. A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause classification is considered operational context due to anatomical/procedural factors encountered during the procedure, the performance of the device was limited.